Event description:
Customer reported a malfunction that occurred during the load process and noticed cartridge was damaged. There was no adverse impact to customer's blood glucose level. Technical support assisted customer with resetting the pump and provided pump reset information. Customer was advised to continue using the pump and to call back if malfunction recurs, which was acknowledged and understood.